Event description:
Customer reportedly received results of 34 mg/dl and 280 mg/dl within 10 minutes on the advantage system. Customer states she took novolog based on result of 280 mg/dl, and re-tested on the same system. Customer's blood glucose result was 96 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.